Event description:
It was reported that balloon pinhole and stent damage occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the subclavian artery. A 7f non-boston scientific long sheath and a 0.035 ampltaz guide wire were inserted. Pre-dilatation was performed with a 7x60mm mustang balloon catheter and a 9.0x60x135 cm express ld vascular stent catheter was advanced for treatment. After the device reached the target lesion, the pressure pump was pressed at 2 atmospheres. However, the contrast agent leaked out from the tip of the stent. When the device was removed from the patient's body, it was found that the stent was damaged and the balloon material had a visible pinhole. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). D4. Lot number corrected from 0023316854 to 0023722834. D4. Expiration date corrected from 02/07/2022 to 04/30/2022. D4. Unique identifier (UDI) # corrected from (B)(4) to (B)(4). H4. Device manufacture date corrected from 02/08/2019 to 05/01/2019.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) medical university. Device evaluated by MFR.: an express ld was returned for analysis. The device was returned with the stent in the correct position on the balloon. A visual and microscopic examination identified no issues with the stent that could have contributed to the complaint incident. A visual examination identified that the balloon was received tightly folded which indicates it had not been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole 6mm distal of the distal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. Visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft that could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon pinhole and stent damage occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the subclavian artery. A 7f non-boston scientific long sheath and a 0.035 ampltaz guide wire were inserted. Pre-dilatation was performed with a 7x60mm mustang balloon catheter and a 9.0x60x135 cm express ld vascular stent catheter was advanced for treatment. After the device reached the target lesion, the pressure pump was pressed at 2 atmospheres. However, the contrast agent leaked out from the tip of the stent. When the device was removed from the patient's body, it was found that the stent was damaged and the balloon material had a visible pinhole. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital of (B)(6) military medical university.

Event description:
It was reported that balloon pinhole and stent damage occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the subclavian artery. A 7f non-boston scientific long sheath and a 0.035 ampltaz guide wire were inserted. Pre-dilatation was performed with a 7x60mm mustang balloon catheter and a 9.0x60x135 cm express ld vascular stent catheter was advanced for treatment. After the device reached the target lesion, the pressure pump was pressed at 2 atmospheres. However, the contact agent leaked out from the tip of the stent. When the device was removed from the patient's body, it was found that the stent was damaged and the balloon material had a visible pinhole. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.